Event description:
It was reported that the insulin pump wasn't recording information from the blood glucose meter. When the insulin pump was uploaded to (B)(4) the meter readings weren't being recorded. It was also reported that the reports had no records of boluses from the insulin pump. Troubleshooting was declined. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
The pump passed the displacement, error and self tests. The pump was programmed with the correct time and date, and was monitored for three days. Several boluses were programmed and delivered. All bolus deliveries were properly recorded at the bolus and daily totals history screen. The pump was also programed with a test glucose meter. The unit communicated properly and recorded properly from the glucose meter. All glucose meter results and all bolus deliveries were recorded properly at the pump history and found at the care link history report. No bolus history or memory anomalies were noted. However, several alarms were found at the alarm history file due to a corrupted history file. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot, a cracked display window and a missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).